Event description:
Nurse reports patient had infusion (B)(6) 2024 and the pump (serial number and expiration date: not provided) malfunctioned error code b20 :0. Patient will need another pump for infusion in (B)(6) 2025. The dial-­a-flow needs to be replaced. Unknown if nurse was able to complete the infusion or if a dose was missed. No side effect reported. Pump return material sent to patient. Pump will be available for investigation pending return by patient no further info.reported to (B)(6) by: health professional.